Manufacturer narrative:
Concomitant product UDI for reservoir is UDI (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had an issue with the pump because it did not rebound. A surgical procedure was performed in which the entire device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had an issue with the pump since it did not spring back when squeezed. A surgical procedure was performed in which the entire device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is UDI (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had an issue with the pump since it did not spring back when squeezed. A surgical procedure was performed in which the entire device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is UDI (B)(4). Concomitant product UDI for cylinder is UDI (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) was returned for evaluation. The first cylinder was microscopically examined and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end most likely caused by a sharp instrument, as well as wear at folds in the proximal and distal ends. The leakage test confirmed a leak at the proximal end consistent with the sharp instrument finding. The second cylinder was microscopically examined and leak tested. Microscope examination revealed that the second cylinder had a hole in the proximal end associated with wear from the kink resistance tubing (krt), as well as wear at folds in the middle and distal ends. The leakage test confirmed leakage at the proximal end consistent with wear from the kink resistance tubing and sharp instrument findings. The pump was microscopically examined and leak tested. Microscope examination revealed contamination consistent with bodily fluid inside the pump; therefore, the pump was not functionally tested. The pump passed the leakage test. This investigation is assigned a most probable conclusion code of cause not established due to the inability to test the contaminated pump. Without functional testing, the allegation of a collapsed, dimpled, or flat pump could not be confirmed.